Event description:
Information was received indicating that the cannula/adhesive to a smiths medical cleo® 90 infusion set fell off during use. The patient was receiving novolog insulin during time of treatment. Blood sugars were reported to be 50-500 mg/dl and a corrective bolus of insulin was given. No further adverse effects were reported.